Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that keypad was not responding or buttons on insulin pump was sticking. Customer¿s blood glucose was unknown. Customer mentioned that there was minutes change during the issue. Customer was advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to problem isolated to the keypad assembly.